Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 250 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.